Event description:
Heating pad was returned to retailer and the only information provided was that the product shorted out and started catching on fire. No injury or property damages was reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.